Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump was not alarming when the infusion would complete. They also stated that the pump batteries were "dying quickly" and that the pump would not alarm that the batteries were low. Mmdg did follow up with the initial reporter who stated at that time that the patient did not have any adverse effects due to the complaint. (B)(4).